Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during perineal laceration repair after normal spontaneous vaginal delivery, the needle tail broke and the needle was detached from the suture when the device was used at the edge of the hymen. The needle body was left in the tissue, but it was removed after.